Event description:
It was reported that the device was loosened when the surgeon pushed the device down with weak force when the device was assembled with the tibial alignment guide.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.